Manufacturer narrative:
Results: bd received photos and sample from the customer facility for investigation. This complaint is confirmed to be within the scope of a known issue. Quality has previously reviewed, evaluated and investigated this failure mode. No further action is required at this time. Based on evaluation of the complaint information, this complaint meets the criteria for a previously investigated complaint; reference (B)(4).

Event description:
It was reported the bd vacutainer® edta 2k had embedded foreign matter. There was no report of medical intervention or serious injury.

Manufacturer narrative:
Medical device type corrected to jka. PMA / 510(k)# corrected to k981013.